Event description:
It was reported that during a laparoscopic cholecystectomy, the jaws did not open after the 3rd firing. The jaws were opened by pulling the trigger from the handle by hand and the device was released from the patient. Then, it was found jamming occurred. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Feedbar connectors the analysis results found that the el5ml device was returned partially cycled with one clip partially formed within the jaws; the clip was removed and the cycle was completed. In an attempt to replicate the reported incident, the instrument was functionally tested; during the analysis, the device was cycled and the clip could not be properly fed and formed as the advancer was located below the clip; the same event occurred in the next six clips, then the device jammed. It should be noted that seven pear-shaped clips were formed. The instrument was disassembled in order to evaluate the condition of the internal components and the feedbar connectors were found to be separated. The condition of the feedbar connectors prevented the feedbar to fully retract and, therefore, caused the experienced feeding issue. In addition, two clips were found inside the clip track. Although no difficulties to open the trigger were experienced during the analysis, it is known from the history that a short feed may cause the jaws to remain closed after firing and require a manual trigger opening. No conclusion could be reached as to what may have caused the separation of the feedbar connectors.